Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-test set-up, it was observed that the recon sagittal saw device blades would not tighten, there were some minor scratches and dings on the front plate and saw head and could not secure/lock cutter. It was also observed that the cover sleeve and guide bush were damaged, other components were worn, corroded and had some debris on them. During in-house engineering evaluation, it was determined that the device set screw was damaged and user was unable to secure the blade. The device also failed pre-tests for leakage and rotation of the saw head. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: b5: it was documented in the initial report that during pre-test set-up, it was observed that there were some minor scratches and dings on the front plate and saw head and could not secure lock cutter. It was also observed that the cover sleeve and guide bush were damaged, other components were worn, corroded and had some debris on them in error. During further review of the complaint, it was determined that these observations did not occur during pre-test set-up. These observations occurred during in-house engineering evaluation. If additional information should become available, a supplemental medwatch will be submitted accordingly.